Event description:
It was reported that pump housing and usb port were damaged, which prevented pump from being charged, although pump had not shut down due to this issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete and return damaged pump within 10 days using provided shipping materials, and was informed that replacement pump with updated software would be sent and would need to be programmed with customer¿s pump settings.